Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "baker grade of capsular contracture: IV." The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Continued e1 phone number: (B)(6). Clarification to partial date of event b3: "2 months ago" was provided.

Event description:
Healthcare professional reported "baker grade of capsular contracture: IV.", "implant fold" and "simple cyst". This record is for the left side. Device remains implanted.